Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm occur with their insulin pump. Customer's blood glucose level was not reported. The no delivery alarm was fixed during prime but customer insisted that reservoirs may have fault and should be replaced. Product is being replaced. No further information was provided.

Manufacturer narrative:
Three random sealed reservoirs were evaluated. The reservoirs, snap cap and septum were inspected for anomalies and none were found. A manual prime was performed and the reservoirs were not occluded.